Manufacturer narrative:
No lot info was provided. The user facility purchases the product through a distributor, making the determination of lot numbers not possible. The nasal cannulae in inventory were inspected and found to be acceptable. A review of the complaint database was conducted with no similarly reported complaints found. This is considered to be an isolated occurrence. (B)(4).

Event description:
(B)(4).